Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Corrective action was not indicated.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(4) 2020 via tka. During the surgery, when the surgeon tried to insert the tibial insert (p/n: (B)(4)), the surgeon could not lock the tibial insert. He used another unknown implant and completed the surgery within 30 minutes delay. No further information is available.